Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and intermittent button response due to corroded keypad traces. There was no ramping numbers anomaly. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 105 mg/dl at the time of incident. The customer stated the pump alarmed button error. The customer tried to clear the alarm and change the batteries but it did not work. She also stated that the numbers kept ramping on its own. The customer stated that she was exercising with the pump on and had the pump in her bra. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.